Event description:
A customer reported that over recent months, multiple occurrences of dull knives have been noted during an unspecified number of procedures. In each case, the knife was immediately replaced. There was no patient harm reported. No further information is expected.

Manufacturer narrative:
No samples have been received for evaluation. Since no lot number was provided; a device history record review could not be performed. A root cause has not been identified. (B)(4).